Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system required a component replacement found during a pm. Additional information was received from the field service engineer determined that the system was not powering up as a result of the issue. No patient serious injury or death was reported related to this event.